Event description:
It was stated that insulin leaked from the reservoir. It was also stated that the customer experienced high blood glucose levels. The blood glucose levels were not reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.